Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery during priming. The customer¿s blood glucose were 161 mg/dl and 62 mg/dl. The customer stated that the low blood glucose levels was treated with carbohydrates. The customer declined troubleshoot of the low and high blood glucose levels. Troubleshooting was performed. The customer was assisted in checking bolus history and found that the last bolus only was delivered part before no delivery began. The customer was advised to change the set and reservoir to check blood glucose and see if pump recommends a bolus since she did not get the full bolus. The insulin pump will not be returned for analysis.